Event description:
Dealer states at 5 liters per minute unit has low o2 but the unit is not alarming.

Manufacturer narrative:
The product was returned on (B)(4) 2015 for evaluation. The results of the return evaluation were not available for review at the time of this investigation. If new information becomes available at a later date this complaint will be updated &/or a follow up be sent.

Manufacturer narrative:
The device was evaluated by the returns department which found that the sieve bed was saturated.

Event description:
Dealer states at 5 liters per minute unit has low o2 but the unit is not alarming.